Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation no power to unit even with a new power cord. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn and outlet seal contaminated. The customer complaint was reproduced. There was multiple error codes have been identified. The device was scrapped.